Event description:
It was reported that end of service (eos) was reached prematurely after two years on the implantable cardiac monitor (icm). Premature battery depletion was suspected. The patient was being monitored remotely. The patient was stable.